Event description:
The facility alleges the last staple in the stapler would close, but not release from the stapler. This condition resulted in the stapler and staple staying attached to the horse. The doctor opened the staple releasing the horse. No add'l info was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation. A follow-up report will be filed upon completion of the evaluation or if add'l info becomes available.